Event description:
Caller reported that the insulin pump's battery capacity dropped by 40% in a short period, which led to an unexpected shutdown. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.